Manufacturer narrative:
No sample was available for return. A calibration and qc was run and received acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Country of origin is (B)(6). Sample from the patient was requested for the investigation.

Event description:
The initial reporter received questionable toxo igm elecsys results from the cobas e411 disk analyzer serial number (B)(4). The initial result was 1.03 coi, reactive. The retest result was 0.12, non-reactive. No questionable results were reported outside the laboratory.